Manufacturer narrative:
The insulin pump was received with unresponsive button due to flattened dome switch at act button on keypad trace. The device had scratched display window. (B)(4).

Event description:
The customer reported via phone call that the bolus delivery stopped and the screen was frozen. Customer stated that the buttons were not responding. Blood glucose value was 400 mg/dl; treated with the insulin pump. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.